Event description:
Information received indicates the head hi/low function is drifting down.

Manufacturer narrative:
The technician isolated the issue to the valve solenoid. He replaced the valve solenoid and now the head hi/low function is working properly.